Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l2-s1. It was reported that the surgeon placed the last of 10 pedicle screws. He next attempted to place the pre-bent rod when the tulip head of the screw popped off. Surgeon placed another screw and completed the procedure. No patient complications were reported.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation. Visually confirmed the mas head is separated from the bone screw, with significant material deformation around the bone screw head and a crack noted on the mas head near the retaining ring.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.